Event description:
The customer reported that the 7900 system had no image on the monitor and the rotating locking mechanism was broken. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The back up video cable was connected. No conclusion can be drawn since there is no further repair information available.